Event description:
Spontaneous call from patient. Cadd ms3 sn (B)(4) alarmed for low volume monday at 2am. Normally would change cartridge about 10am that day without alarm going off. No adverse event reported. Patient switched pumps and used new cartridge. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Reported to (B)(6) by: patient/caregiver.